Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts have been made for the device return. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the coil prematurely exited the delivery system before it entered the target lesion. An intervention was performed to remove the coil. The case was successfully completed using another coil. There was no reported harm or injury to the patient. Additional information provided that a mapca procedure was performed at hospital acibadem sistina.

Manufacturer narrative:
No additional incident information was received, however the following fields have been updated: a2, a3, d10, e1, h6. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
No additional incident information was received, however updated hospital information, physician name and some patient demographics were obtained.

Event description:
No additional incident information was received; however, the evaluation of the returned device is completed. Please see h6 & h11.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the introducer to be kinked/broken at the distal section, and the implant to be kinked and deformed with the overcoil damaged. The implant was returned deployed from the introducer. However, supplemental imaging was not provided for review; without procedure imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the introducer and implant damage, but the damage is consistent with the device experiencing forces exceeding the introducer and implant's yield strength.